Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the phoenix ankle nail fractured at the talus screw in-situ. The patient is currently being monitored. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient reported pain at follow up after an initial procedure of fixation of a distal tibial fracture and ankle fusion. Subsequently, it was identified on x-ray the phoenix ankle nail fractured at the talus screw. The surgeon has decided to not revise the patient yet, but will monitor the patient. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.